Manufacturer narrative:
(B)(4). Batch # n93567. The analysis results found that the el5ml device was received with no damage in the external components. In an attempt to replicate the reported event, the device was tested for functionality. Upon testing, the device was fired and the clips did not advance into the jaw. The device was noted to have the tip of the advancer bent. The instrument was disassembled, upon disassembly the advancer was confirmed to be bent and 13 clips were found inside clip track. A possible cause for the condition of bent advancer is actuating the device when the jaws are not clear of the trocar. Actuating the device with the jaws closed may bend the advancer. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: did the device jaws cut the tissue (as the jaws were empty with no clip)? Yes I believe so but they grasped it and re-clipped using a new applied. Or did the clip in the jaws (that did not deploy) cut the tissue? The clip never deployed, even when they pulled it out and fired on the field-no clips.

Event description:
It was reported that during a laparoscopic cholecystectomy, when the doctor went to deploy the clip across the cyctic duct, no clip deployed from the clip applier but the cyctic duct was severed. The doctor managed to grasp the severed cyctic duct with graspers, obtained a second clip applier and deployed clips to seal the cyctic duct. The doctor tested the clip applier outside the patient and the device still wouldn't deploy clips. There were no patient consequences reported.